Event description:
It was reported that a patient's pacemaker switched to magnet mode inappropriately. After turning the magnet response off, full device interrogation was possible on (B)(6) 2021 and normal parameters were returned. The patient is stable.